Manufacturer narrative:
The lot number for the device has not been provided. The device was not received for eval, and the investigation is currently under way.

Event description:
It was reported that the pta balloon would not fully deflate after the first inflation in an a/v forearm fistula. There was difficulty retracting the balloon through the sheath. No additional treatment was provided. No pt injury was reported.